Event description:
A dramatic increase in sepsis/bacteremia has been found since change to this needleless system. Cultures of the fluid-path of the injection caps, which should be sterile, have demonstrated positive bacterial growth. Rptr has stopped using the product and obtained cultures of all fluid paths of available caps. Co's quality monitoring notified.